Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient had their system explanted on (B)(6) 2019 due to lower extremity numbness and weakness.

Manufacturer narrative:
Numbness/weakness in limbs was reported to abbott. The entire system was explanted and the issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's numbness/weakness has resolved.